Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had foreign matter stuck in between the plunger tip and inner wall of the barrel. There was also water leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The reported issue was previously investigated. It was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing. Situational analysis mds-19-1448-sa opened to evaluate the foreign matter issue associated with all complaints received so far and CAPA: 768379 was also initiated.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had foreign matter stuck in between the plunger tip and inner wall of the barrel. There was also water leakage. No serious injury or medical intervention was reported.